Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that patient underwent a separate unrelated procedure, and while in surgery, patient opted to have her battery moved as she stated she was having issues recharging. The patient verified for the doctor that the battery was discharged at the time of the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had difficulty charging. The patient stated that they noticed this since implant. The patient thinks her battery is moving around. The hcp evaluated the battery site and stated there were no issues. The hcp also had the patient demonstrate charging and the patient was able to charge after moving the antenna a couple of times. The patient was able to get excellent charging display on the recharger. The hcp doesn't think intervention is needed. The issue was reported to be resolved. No further complications were reported. Additional information was received 2019-04-16. It was reported the patient was having trouble coupling recharger to battery and was having difficulty recharging. The battery angles into body when the patient leans back and is unable to get good connection. The manufacturer representative (rep) met with the patient to determine issue and was able to demonstrate that the recharger loses connection when the patient was trying to recharge. A pocket revision was scheduled to move the battery pocket on (B)(6) 2019. No further complications were reported/anticipated.